Event description:
11/10/00: f/u was rec'd from the ophthalmologist. He indicated that the pt had an intraocular infection and hypopyon. The iol was explanted in 2000. Severity of the reaction was indicated as moderate. He did not believe the adverse reactions to be lens related. The pt's prognosis and outcome were reported as "good".

Event description:
Endophthalmitis (eye infection nos). Case description: serious device report, 2000026401us: an ophthalmologist reported a pt who developed an endophthalmitis following cataract extraction and lens implant in pt's left eye. Cataract extraction with lens implant of ceeon lens model 912/25.0 (d), was performed in 2000. Two days later, pt was seen postop by the ophthalmologist. A mild infection was noted. On 4/1/00, pt was reexamined by the ophthalmologist and diagnosed with an endophthalmitis. An anterior vitrectomy and anterior chamber paracentesis was done. A vitreous culture (staphylococcus epidermidis) was done and pt was given an intravitreal injection of vancomycin. Explant of the iol was done, and the iol is to be returned to pharmacia for analysis. Environmental cultures were also performed by the surgery center and an analysis to be provided. Outcome is unknown. Case comment: the incidence of endophthalmitis following cataract surgery and iol implantation varies between 0.06 and 0.33 % (1). Trans-scleral suture fixation and polypropylene haptics were believed to be risk factors associated with postoperative endophthalmitis after secondary iol surgery. Organisms can also be introduced into the eye during surgery from contact to the iol with external ocular surfaces. In addition surgical technique has been shown to strongly affect the incidence of culture positive anterior chamber aspirates. The relation between the event and the medical device is unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event. 1) lohman cp. Et al. Diagnosis of infectious endophthalmitis after cataract surgery by polymerase chain reaction. J cataract refract surg 1998, 24, 6:821-6.